Event description:
It was reported by the sales rep her demo control module has a loose rear remote keypad port,the tilt screen is broken,and needs to be updated for certification. No patient involvement occurred.